Event description:
During a pci treatment procedure, the maverick2 monorail 20x15mm balloon ruptured at 12 atms on the first inflation. The lesion being treated was in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a heartrail guide catheter, and a tgv guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good.'